Manufacturer narrative:
This MDR is associated with MDR 1061932-2011-02384.

Event description:
On (B)(6)-2011 a patient specimen was drawn via finger stick and the sample run immediately after collection on coulter ac.t-diff tm analyzer. An erroneous low wbc, plt and high rbc, hgb, hct and mcv results without instrument flags were obtained. The results were reported out of the laboratory; however, patient treatment was not impacted by the event and no death or serious injury was reported. On (B)(6)-2011 the patient was redrawn via finger stick method and the instrument generated flags & similar erroneous results to the initial sample. The reference specimen was a venous draw. This MDR will address the event of (B)(6)-2011 and the event of (B)(6)-2011 will be addressed in 1061932-2011-02384. The controls were run before but not after the incident and were within specifications. The instrument is currently performing within qc specifications. On the day of the event ((B)(6), 2011), the field service engineer (fse) relocated the printer from on top of the instrument to prevent possible electrical interference. Fse replaced the hgb lamp and adjusted gain. The customer was advised to make sure capillary tubes are properly collected for the proper amount of blood to edta concentration in the tube and to ensure proper mixing prior to sampling. Based on the information provided, a definitive root cause can not be determined for this event.